Manufacturer narrative:
The insulin pump powered up properly after battery installation. No critical pump error (open book image) alarm noted. The pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. No unexpected this alarm is generated when a power failure is detected alarms noted during testing. The pump was monitored without the test energizer battery inside the battery compartment and reinserted it back into the battery compartment for less than 10 minutes and no unexpected post-reset alarm noted. No moisture damage was found on the electronic assembly, motor, or force sensor during visual inspection.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. No critical pump error (open book image) alarm noted. The pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. No unexpected this alarm is generated when a power failure is detected alarms noted during testing. The insulin pump was monitored without the test energizer battery inside the battery compartment and reinserted it back into the battery compartment for less than 10 minutes and no unexpected post-reset ram crc alarm noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother was reported via phone call that the insulin pump had multiple pump error. The customer¿s blood glucose value was 218 mg/dl. The customer was reported that the insulin pump had external flash error after restarting the insulin pump. The customer was able to clear the alarm and able to rewind the insulin pump. The customer was advised to replace the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.